Event description:
It was reported that a patient's blood glucose levels (bg) reached 362 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, manual injection was administered.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
No alarms, timeouts, nor drive stalls were observed in the data. No bends nor kinks were observed to the soft cannula. No damages were observed that would cause a failure to adhere. The cause of this event cannot be determined. Blood was observed on the device. No damages were observed to the formed needle. The cause of the bleeding could not be determined.